Event description:
The customer reported the system displayed a stator error and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator driver and filament driver boards and the x-ray tube. The system operates as intended.